Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified unspecified target vessel. A 3.00x38mm promus element¿ plus stent was selected; however, the device was unable to cross the target lesion due to severe calcification. When the device was removed, it was noted that the mid portion of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).